Manufacturer narrative:
This reportable event was identified during a review of complaint files between (B)(6) 2017 through (B)(6) 2019.

Event description:
The specimen retrieval bag leaked at the bottom as bag was coming out of the abdomen. One physician had the bag rupture during 2 different cases with contents in the bag, as it was being brought through the portal incisions.